Event description:
It was reported that the patient presented with a long history of low back and lower extremity neurogenic claudication. He failed conservative treatment and preoperative imaging studies indicated lumbar degenerative disc disease and secondary stenosis at l4-5. The patient was diagnosed with lumbar degenerative disc disease and secondary stenosis at l4-5. The patient underwent bilateral l4-l5 lumbar laminotomies, foraminotomies, medial facetectomies followed by posterior spinal fusion at l4-l5 using rhbmp-2/acs, autograft, graft expander/extenders and implantable spinal instrumentation. Autograft bone was mixed rhbmp-2/acs and graft expander/extender. The bone graft was placed in the facets at l5 and then in the posterolateral gutters on each side reportedly, at unspecified time the patient's ¿post-operative periods was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation¿.

Manufacturer narrative:
Concomitant products. Legacy spinal instrumentation, local bone, graft expander/extender (implant (B)(6) 2009). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient underwent bilateral l4-5 lumbar laminotomies, foraminotomies, medial facetectomies (above was followed by l4-5 fusion). Preoperative diagnosis: lumbar stenosis degeneration at l4-5. On (B)(6) 2009 the patient underwent: posterior spinal fusion, l4-5; segmental instrumentation, l4-5 with spinal instrumentation; bone grafting lumbar spine using autograft, bone graft and rhbmp-2/acs. Preoperative diagnosis: l4-5 lumbar stenosis. Preop notes: the neurosurgical team performed decompression at l4-l5. Once the neurosurgical team finished, the autograft bone was mixed with rh bmp-2/acs and the bone graft. Bone graft was placed in the facets at l5 and then in the posterolateral gutters on each side. The fascia was then closed with #1 vicryl. A subcutaneous drain was placed. Then, the subcutaneous tissue was closed with 2-0 vicryl and a running 3-0 subcuticular was placed in the skin. A sterile dressing was applied.